Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing erratic blood glucose readings. He stated that in 2009 at 4:30pm, he collapsed and he was given sugar by his wife. His blood glucose measured 1.0 mmol/l (18 mg/dl). He believes the piston rod may be blocked due to the dusty environment he works in. He believes the piston rod is not properly pushing insulin. His normal blood glucose range is 6-6.5 mmol/l (108-117 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.